Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no lock and no sound. External equipment was exchanged; however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. The explanted device will not be returned to the company for analysis.